Event description:
The patient was implanted with a percutaneous lead on (B)(6) 2004. It was reported that the patient is without stimulation. Efforts to recapture stimulation through reprogramming proved unsuccessful. An x-ray of the lead revealed a kink between the anchor and ipg site. Surgical intervention will be undertaken at a later date to resolve the issue.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.